Event description:
Incident reported as: during surgery, the top blade of the product broke and was propelled into the inferior vena cava. Pt had been transferred to another facility for retrieval of broken piece. On (B) (6)2009 - latest info revealed pt is recovering in ICU.

Manufacturer narrative:
Sample requested but not received at time of this report. An investigation report will be sent when completed.